Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs), alleging his onetouch ultra2 meter was reading inaccurately high with control solution. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 2-3 weeks ago, exact date/time was not known. The patient reportedly tested on the subject meter and observed two control readings of "171 and 172 mg/dl" at an unknown date/time. The range on the vial of test strips was 126.0-169.0 mg/dl. The patient manages his diabetes with lantus and novolog insulin (fixed dose) and informed the cca that he continued with his usual diabetes management routine in response to the alleged issue. It would have been helpful to understand if the patient continued to use the subject device to check his blood glucose following the alleged inaccurate control readings and if so, what value(s) were obtained. The patient claimed that approximately 1 hour after the alleged issue, he developed symptoms of "feeling sweaty, faint and unable to stand." Despite his symptoms, he denied receiving any form of medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted his testing procedure was correct. The subject test strips and control solution were unexpired. The unit of measure was set correctly, however the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.